Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("stabbing pain"). The patient was treated with surgery (hysterectomy (1 coil removed in 2015 and right one on (B)(6) 2015)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia and pelvic pain outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, heavy period, stabbing pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received: event of pelvic pain added. Insertion and removal date added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("stabbing pain"). The patient was treated with surgery (hysterectomy (1 coil removed in 2015 and right one on (B)(6) 2015)). Essure was removed on (B)(6) 2015. At the time of the report, the menorrhagia and pelvic pain outcome was unknown. The reporter considered menorrhagia and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, heavy period, stabbing pain. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: the case will be deleted from bayer pv database. Nullification reason: upon receipt of a new fu information, it was noted that this case has the wrong country of incidence. For this reason, new case (B)(4) was created. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('heavy periods') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: medical device removal, heavy period. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report